Event description:
On 09/28/1999, the MFR's previous owner informed the present MFR via an e-mail of the following: the facility's nurse called to report a problem with the device in question used during a carotid endarterectomy procedure. The device had a small leak at the t-connector. They continued to use the device throughout the procedure. The procedure was completed with no problems. The facility nurse wanted to know if any other reports were rec'd on this particular lot used. The device in question was discarded by the facility. On 09/30/1999, the MFR's rep contacted the facility's nurse for add'l info: however, all he could provide was the date of the event. The facility's nurse was informed that since the device in question was discarded, the MFR's investigation of this event would be limited to analysis of a "retain" sample, trend analysis and review of the device history record. No further details were provided.